Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the august 2010 and performed to specification up to 10th may 2015. The device failed a self-test due to a low battery on the 17th may 2015, a further pad-pak was installed on the 20th may 2015 and performed as expected up to the 5th july 2015. Multiple manual power ups of ten minutes duration were recorded on the final history log entry date prior to receipt at heartsine on the11th july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.